Event description:
On (B)(6) 2020, a patient in netherlands underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2022, it was reported that the patient experienced acute stomach bleeding and on (B)(6) 2022, she died. The caregiver, a non healthcare professional, alleged the tubing was ¿¿possibly" related. However, upon multiple follow ups, no additional information regarding treatment was provided and the location of the bleeding in relation to the tubing was not provided. Therefore, the relationship to the tubing could not be established. It was also unknown if an autopsy was performed.

Manufacturer narrative:
Reference number (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Gastric bleeding is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.